Manufacturer narrative:
The lens was returned positioned incorrectly in a #78(iw) lens case. Solution and a black ink-like substance was dried on the lens. One haptic was broken in the distal tip area (not returned). The other haptic was bent in the gusset and distal area with the distal tip down inside a drain hole of the lens case. The optic had multiple small cracks and a small portion of the optic lens material cut and missing (small cut portion not returned), typical of insertion and removal. Qualified associated products were indicated. The reported optic damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. There have been no other complaints reported in the lot number. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non health care professional reported during the intraocular lens (iol) implantation a crack or cut on the optic was observed by the surgeon. The lens was then explanted and a new lens was implanted without incidence and the surgery was completed on the same day. Additional information has been requested.